Event description:
It was reported that the pt underwent a revision surgery to remove and replace a broken semi rigid rod. The pt reportedly suffered some type of trauma prior to the rod breakage.

Manufacturer narrative:
The device was returned to medtronic for eval. A visual examination confirmed the rod was fractured at the setscrew approx 15.5mm from the end of the rod. Based on the coloration of material in the cross section and the clean fracture it was determined that the rod may have fractured as a result of a direct localized force consistent with a traumatic event. A review of the device history records found no documentation to indicate a non-conformance to specification.